Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of repeated use. There are nicks and gouges on the strike plate and also on the curved prongs of the inserter. The inserter end cap was not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that the black tip on the glenosphere inserter broke. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.